Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure it was observed that two velys array clamp devices were loose causing the array to vibrate. The clamp was frozen on the velys saw interface right (sasi) device and 2x velys saw interface left (sasi) devices. The issue with the frozen sasi was observed during set up and the loose sasi and clamps where experienced while making tibia cuts. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided. This is report 2 of 5 of the same events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device the left-sasi saw clamp lever was free to articulate without the saw wing fixture engaged. However, while conducting functional tests with the fixture attached, the assessment found undesired movement or play between the sasi clamp and sasi itself. Additionally, it was noted that minimal force was required to open and close the saw clamp lever while the saw wing fixture was engaged. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure due to wear. A CAPA was initiated to address the connection issues.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: during further follow up with the reporter it was determined that the velys saw interface left device froze up the procedure. Upon further review, it was determined that this reported malfunction was unlikely to cause or contribute to serious injury or death if it were to recur. This is report 2 of 4 of (B)(4).